Event description:
It was report by the customer that they found debris in the sterile packaging prior to a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user.

Event description:
It was report by the customer that they found debris in the sterile packaging prior to a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.